Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation the unit was able to power on, however, the device sometimes powers off without any low battery alarms due to an unconditioned battery. The battery was reconditioned and the unit functioned as designed., corrected data:

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the device shut off. No known impact or consequence to patient.